Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A field service engineer stated that the customer powered down the station and performed a forced synchronization to resolve the issue. The system functioned as intended after the customer resolved the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not connected to the server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.